Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the emergency room (ER) via ambulance, due to negative low blood glucose (bg) levels and losing consciousness, while wearing the pod on the abdomen. The paramedics fed the patient carbs, chocolate milk and a sugar tablet and once at the hospital, an intravenous (IV) bag was placed.